Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During t2ph short nail surgery, mis-target was occurred at the most distal hole. The surgeon decided not to insert a screw into the hole.